Event description:
The customer reported to olympus that the 200 micron tfl single use fiber had melted the sheath cap. The issue occurred during a bladder stone procedure that was completed with no delay with a similar device. There were no reports of patient harm. This report is related to report with patient identifier (B)(6) (laser system).

Manufacturer narrative:
In a follow up communication, the customer stated that on august 30, 2023 a field service engineer went onsite to evaluate the laser unit and found no issues. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed via a field service engineer (fse) at the site of the user facility - however, the unit was not returned to the legal manufacturer for an evaluation. The probable cause of the fiber sparking, melting the sheathe could not be determined. The fse determined that the fiber was broken off at the rubber cone, and tip of the cone was melted. Though this is a fiber, the console IFU remains applicable. Per soltive laser system instructions for use (IFU): "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." Olympus will continue to monitor field performance for this device.